Manufacturer narrative:
The motion sensor test failure alarm occurred during the rewind process due to out of phase motor encoder signal. There was no motor error alarm on the device. The insulin pump was unable to perform the displacement test due to motor error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and motion sensor test failure on the insulin pump. Customer's blood glucose reading was 435 mg/dl. Customer treated their high blood glucose level with a shot. Customer received a motion sensor test failure and failed the displacement test. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.